Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.

Event description:
A diabetic nurse reported that an adc customer experienced "hypoglycemia and was hospitalized". The report further clarified the customer received an fs freedom lite meter reading of 8.3mmol/l and within 10 minutes of self-injecting insulin(specific dosage unknown), experienced symptoms of "spasms and hypoglycemia". No seizure or loss of consciousness were reported however, paramedics were called and an hcp meter reading of 0.9mmol/l was obtained. The customer was transported to a health care facility and diagnosed with hypoglycemia. The nurse did not provide what treatment was rendered and no additional pertinent information was given. Attempts have been made to contact the nurse to clarify the medical event. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.